Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. Evaluation : conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The complainant reported that the high pressure tubing blew off during injection. No harm or injury reported.